Manufacturer narrative:
Approximate age of device- 3 years, 10 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted with gi bleeding. Esophagogastroduodenoscopy and colonoscopy was performed and found arteriovenous malformation (avm) as well as bleeding in the jejunum. The patient was treated with argon plasma coagulation. The patient was then discharged on (B)(6) 2018.